Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 crack in battery compartment. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, cracked battery tube threads, cracked case (battery tube) and faded serial number. The p-cap/reservoir does lock properly. Confirmed cracked battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.